Event description:
Extension tubing separated at the base of the luer lock, causing bleeding from site of separation. This is the end of the tubing that is inserted into the IV catheter itself. I was able to reproduce the separation with very little force. Dates of use: 2009. Diagnosis or reason for use: IV extension tubing used with stat lock device on all IV. Event abated after use stopped: yes.